Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was stuck in the plunger. Additional information was received, surgeon said that haptic was broke off the implant but there was no patient contact with the defective lens. The surgery was completed on the same day.